Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports that a patient was injected with juvéderm¿ voluma¿ with lidocaine in the chin. Patient experienced edema at the injection site as well as redness and large inflammatory nodules- spreading outside of injection area, 3 months later. 4 days later, keflex provided. Prednisone given 3 days later. 2 and a half weeks later, hyaluronidase was injected. [Event] "has improved but still problematic."